Manufacturer narrative:
Continued h.6 health effect impact code : f2203 imaging required , f2201 biopsy a review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. Rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification : observed on the device. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Physician reporting rupture, capsular contracture baker grade IV and calcification of implant diagnosed by ultrasound. This relates to the right device.

Event description:
Physician reporting rupture, capsular contracture baker grade IV and calcification of implant diagnosed by ultrasound. This relates to the right device. The device has been explanted. Also reported ¿moderate fibrocystic breasts¿ which is not related to the device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the posterior side assessed as surgical damage. ¿ calcification : observed white calcification. Additional observations: ¿ brown particles observed on the device. ¿ crease fold observed. No further actions are required as no issues with the manufacturing process are observed.